Event description:
It was reported to boston scientific corporation that a gold probe device was used for hemostasis during an esophagogastroduodenoscopy procedure. According to the complainant, the gold probe device was positioned within the patient's stomach to treat a bleed. When they attempted to use the device, the olympus generator indicated that there was no electricity going to the probe. They used a second gold probe device on the same generator, and completed the case without complications. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be okay. Per the rep, the bleeding was not exacerbated by the delay in the procedure.

Manufacturer narrative:
The patient's age was not known. However, they were noted to be over 18 years old. The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unknown. According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed. (B)(4).